Manufacturer narrative:
Returned device was received with top case cracked / chipped by the left and right front bottom corners. Cracked by the tube holder, missing seal (lining) on bottom case and visible contamination. No evidence of reported problem in event log was found during the evaluation of the device. Internal lighting socket on main board was contaminated, corroded and broken. Problem source was traced to user interface a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a smiths medical medfusion pump had contamination main pcb near c73. Back light will not dim. Cleaned, but no fix. Failure found during routine preventative maintenance testing, no patient was involved.